Event description:
It was reported that during a daily check, the autopulse platform displayed a system error message. In addition, the patient head restraint was found to be broken. No patient involvement was reported. No further information was provided.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 09/26/2013 for investigation. Investigation results as follows: during visual inspection of the platform, the damaged head restraints were confirmed. The head restraint wires were cut and the front enclosure was cracked. No additional issues were observed. The platform system error message was confirmed upon start up. Functional testing was unable to be performed on device due to the system error. Investigation into device identified the processor board at fault.